Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that, during the farawave procedure, the after the sheath was inserted into the patient, the faradrive steerable sheath had poor air impermeability. Only the farawave catheter entered the sheath. A pressure bag was used, and bubbles were observed in the flushing line. No air was seen in the patient. The guidewire was aligned with the tip of the ablation catheter when the farawave was inserted into the sheath. The patient condition following procedure was stable. The device was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that, during the farawave procedure, the after the sheath was inserted into the patient, the faradrive steerable sheath had poor air impermeability. Only the farawave catheter entered the sheath. A pressure bag was used, and bubbles were observed in the flushing line. No air was seen in the patient. The guidewire was aligned with the tip of the ablation catheter when the farawave was inserted into the sheath. The patient condition following procedure was stable. The device is expected to be returned, but no shipping tracking information is available.